Manufacturer narrative:
(B)(4).device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported that the tip was detached and had embolized distally in the left lower leg. Vascular access was obtained via the right groin. An imager ii angiographic catheter was selected for use. During a prostatic artery embolization, the right groin access was initially used to cannulate the left common iliac artery over the horn. Then the decision was made to change the first catheter to imager ii for better positioning within the internal iliac artery. Subsequently, this device was advanced over the wire to the contralateral iliac arteries. After a couple of manipulations to select the orifice of the left hypogastric artery, the tip of the imager ii catheter was broken and had embolized distally to the left lower leg. The detached part was successfully captured with snare which was fragmented into 2 pieces. The big piece was successfully retrieved from the right groin access, however, a small piece was left in the origin of the left peroneal artery. Subsequently, prostate embolization was achieved but the small piece couldn¿t be removed due to electricity cut. The patient the patient was rescheduled for the small piece removal in a week. The following week the patient did not want to go for a second operation since he was stable and the operation result was successful. The physicians once again scheduled the patient for the removal of the small piece for the following week. The patient will inform the physician next week about his decision. No further patient complications were reported and the patient's condition is stable.